Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2015 essure (fallopian tube occlusion insert) was placed. In an unspecified date the consumer experienced pain in abdomen, rash, gastro-intestinal complaints, pain in head, pain in chest, stabbing pains nos, tiredness, restless feelings, hair problems, vision problems, tingling, blotches on the face, and swollen neck. On an unspecified date she contacted her physician and leeches on the neck for the swelling was done. She also had a blood tests an ECG and ultrasound scan for suspected hyperventilation which showed that her hormones were upset; inflammation in the uterus; inflammation in the ureter; stomach bacteria. She was treated by the cardiologist, gynecologist, orthopedist, internal medicine, dermatologist. Essure was removed on (B)(6) 2016, along with bilateral salpingectomy and ooforectomy. The outcome of the events was recovering / resolving. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in abdomen after insertion and essure had to be removed along with bilateral salpingectomy and ooforectomy, 5 months after placement . Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in abdomen after insertion and essure had to be removed along with bilateral salpingectomy and oophorectomy, 5 months after placement . Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.